Event description:
Patient had an elective cardiac catheterization performed. At the end of the procedure, the femoral arterial sheath was removed and a perclose proglide closure device was deployed in routine fashion. The perclose device malfunctioned and became stuck in the right femoral artery, leading to a femoral arterial dissection. Cardiac surgeon was immediately consulted and assisted the interventionalist with the remainder of the procedure. Patient was intubated and a femoral artery cut down was attempted to repair the femoral artery. The case was difficult and a 2nd cardiovascular surgeon was called to assist. The area was repaired and the femoral artery was closed. A covered stent during this repair process. The patient discharged home post-op day 2 after being monitored in the hospital.